Event description:
As reported, during laparoscopic cholecystectomy procedure the hydro-surg laparoscopic irrigator white cap (nd valve body plug) was loose and would not fully tighten. There was no reported patient injury.

Manufacturer narrative:
As reported, the hydro-surg laparoscopic irrigator white cap (nd valve body plug) was loose and would not fully tighten. The subject device has not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in sep, 2022. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the annex g code. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h6 (annex g code). Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic cholecystectomy procedure, the hydro-surg laparoscopic irrigator white cap (nd valve body plug) was loose and would not fully tighten. There was no reported patient injury.

Manufacturer narrative:
As reported, the hydro-surg laparoscopic irrigator white cap (nd valve body plug) was loose and would not fully tighten. The subject device has not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in sep, 2022. Not returned.